Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s body rejected the device after just a year. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.